Manufacturer narrative:
The pump was received with all buttons responding properly. No damage on the keypad assembly noted. No unlocked lcd keypad connector noted. The pump was received with all operating currents within specifications and passed the a21 error, rewind and displacement tests. No unexpected rewind / noise anomalies noted. No unexpected missing segment/partial display anomalies noted. No unexpected failed battery alarm anomalies noted. The pump was received with a cracked case at the display window corners, a cracked lcd window, cracked battery tube threads and a cracked reservoir tube lip. The test infusion set and reservoir did lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin was squirting out during priming. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump rejected new batteries. Insulin pump was cracked where battery inserts. Customer stated that the darkening blotches on scree. The insulin pump will not be returned for analysis.